Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. The procedure was initiated and a loud noise was heard. The motor drive unit was flashing on and off with intermittent power to the device, then there was no power to the device. The procedure was completed with another handpiece with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00832. The same pt is represented in each medwatch.